Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement. Missing parts, unknown date when they went missing. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A review of the service history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the procurement assistant at the hospital that screws were missing from both synframe half ring devices. This was discovered during the cleaning process. There was no patient involvement. This report is 2 of 2 for com-(B)(4).

Manufacturer narrative:
Service history review: part no: 387.337, lot no: 1596891: no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 15december2006. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. A service and repair evaluation was completed: the customer reported the screws were missing. The repair technician reported the hex and stop screws were missing. Missing parts is the reason for repair. The cause of the issue is unknown. The following parts were replaced: hex screw m7 x 0.75, stop screw. This item was repaired, passed synthes final inspection and returned to the customer. The evaluation was confirmed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.